Event description:
It was reported to bsc/target that during a procedure to treat a brain aneurysm the last coil, the sixth one of the procedure could not be push or retrieve. Finally dr decided to stretch the coil and leave it pending in the carotid artery by using a retriever device. At about 48 hours after the procedure, the aneurysm bled, and the pt died. The physician thinks that the different embolizations with coils may have fragilized the neck of the aneurysm (which was not completely packed by the coils). The pt was suffering of a sudden high blood pressure in intensive care unit after the coil embolization procedure (230 mmhg of systolic). The pt died about 48 hours after the procedure due to a bleeding from the neck of the brain aneurysm. Up to now, there is no elements in favor of device failure and it seems, most likely, that the pt death is due to sudden high blood pressure during stay in intensive care unit and a bleeding from the neck of the brain aneurysm. The product is not available for a technical eval.